Event description:
The nail was implanted for intramedullary osteosynthesis. After 6 months, the pt reported that while walking they felt thigh pain. Surgeon then discovered that the nail was broken. Revision surgery was performed.